Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 3300tfx 29mm aortic valve, implanted for nine (9) years and six (6) months, underwent a valve-in-valve procedure due to unknown reasons. The tavr was performed with a 9600tfx 29mm.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 3300tfx 29mm aortic valve, implanted for nine (9) years and six (6) months, underwent a valve-in-valve procedure due to unknown reasons. The tavr was performed with a 9600tfx 29mm.

Manufacturer narrative:
H11: corrected data: through investigation, it was identified this manufacturer report was reported in error MFR #2015691-2022 -04191 as it was already submitted under MFR #2015691-2022-04085.